Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided necessary information. The malfunction code did not recur after the reset, and the customer was informed to continue using the pump and to call back if further issues arose.